Event description:
A zoll pt services rep contacted customer support to report that during a pt setup for a (B) (6) male pt, a code 202 appeared on the monitor's display. The psr's monitor was replaced.

Manufacturer narrative:
Device eval summary: device eval of monitor (B) (4) has been completed. The reported problem was confirmed. The cause of the error code 202 was corrupt pt parameters. The root cause of the corrupt pt parameters was a combination of the main battery being pulled while the pt parameters were still being written to memory and a faulty backup battery. No adverse event resulted from the error code. The psr received a replacement monitor.